Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was not tracking there instruments. Tried two emitters and they both said faulted. Break out box: connected soft reboot through the software resolved the issue. There was no patient impact and a delay of less than one hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A05: emitter faulted a0709: not tracking d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: the returned emitter was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.